Event description:
During a low resection-anterior for recto-sigmoid colon cancer, epidural cath placed for pain mgmt on 12/21/98. Upon removal 12/26/98, anesthesia attempted to remove epidural and catheter broke. Catheter tip not intact. Retained in pt, unable to be removed.